Event description:
Mics handle will not stay locked- surgeon requested it be removed. Straight attachment was loud during bone prep. Case type / application: tka - (if applicable) will device be decontaminated? Device(s) will be decontaminated prior to return. Flood: update as per reply from mps 24th july 2024: the saw attachment would go in. The handle would not stay locked when he was trying to move it to adjust position during bone cutting.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Reported event: an event regarding mechanical failure involving a mako mics was reported. The event was not confirmed. Method & results: product evaluation and results: device was returned to the supplier and evaluated. The failure mode was not confirmed as no problem was found. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mics handle will not stay locked- surgeon requested it be removed. Straight attachment was loud during bone prep. Case type / application: tka. Update as per reply from mps 24th july 2024: the saw attachment would go in, the handle would not stay locked when he was trying to move it to adjust position during bone cutting.